Event description:
Inbound, pt complained of feeling warm today. Pt stated this is the third time tubing has leaked at the filter area. Lot number of tubing that leaked the second time was 3617378, and today lot number was 3607913. No further details provided. Diagnosis or reason for use: sph.